Manufacturer narrative:
(B)(4). Date sent: 4/7/2026. D4 batch #: v9582d. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the blade tip damaged, however, the blade was not cracked. In addition, the clamp arm was detached and not returned. The device was connected to the energy system and the device did activate during functional testing. Due to the device returned condition not all functional testing could be performed with the generator. The device was disassembled to verify the condition of the internal components and no anomalies were found. If the device is activated across a clip, staple line, or other metal in the jaws, the blade could get damaged, subsequent activations may increase the severity of the blade damage. Once minor blade damage has occurred can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. Possible causes of the clamp arm damage are not closing the clamp when introducing or removing through the trocar, or possible entanglement in fibrous tissue. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch v9582d, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the ¿replace instrument¿ alert screen was displayed. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.